Event description:
It was reported that after the iab was inserted, the spring wire guide could not be removed from the catheter's central lumen. As a result, the iab and spring wire guide were removed together. A second iab was placed without any pt complications.